Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. Troubleshooting was performed. The time, basal rates, and bolus wizard settings were correct. Advised the caller to run a manual prime test and the insulin did exit. The customer did not have a tubing clamp available at time of call to perform the high pressure test. The caller also stated that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.